Manufacturer narrative:
. D6: implanted date: device was not implanted d7: explanted date: device was not explanted e1: establisment name - (B)(6). H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual and magnifying inspections of the fractured distal segment revealed the fracture had occurred on the platinum coil segment. The niti core wire had been fractured at approximately 7mm from the distal end of the device. Unraveling of the platinum coil had occurred in the proximal direction, starting at approximately 3mm from the distal end of the device. A foreign substance approximately 12mm in length and red-brown in color was adhering to the unraveled platinum coil. Visual and magnifying inspections of the main body of the device revealed that the niti core wire had been fractured at approximately 23mm distal from the joint of the platinum coil, stainless steel coil and niti core wire. The platinum coil had been fractured at the joint of the platinum coil, stainless steel coil and niti core wire. The stainless steel coil segment was in the intact state. The above inspections confirmed that niti core wire which had been platinum-coiled was approximately 30mm in length (fractured segment + exposed segment on the main body of the device: approximately 7mm + approximately 23mm =30mm). This length is comparable to that of the product sample of this product code. It is most likely that there is no niti core wire segment missing from the actual device. Electron microscopic inspection of the fracture of niti core wire revealed the presence of the dimple pattern on the fracture cross-section with no deformation into a flexed shape or no diminishment in the thickness toward the fracture end. The foreign substance adhering to the unraveled platinum coil was subjected to ft-ir qualitative analysis. The obtained spectrum was found to be very similar to that of protein (casein). Electron microscopic inspection of the foreign substance adhering to the unraveled platinum coil revealed that it had the shape similar to that of the fibrin net. Based on above inspection the foreign substance adhering to the unraveled platinum coil is likely to be clots. The outside diameter of the stainless steel coil confirmed to meet manufacturer specifications. The outside diameter of the platinum coil was measured on the undamaged segment and confirmed to meet manufacturer specifications. The thickness of niti core wire was measured on the segment adjacent to the fracture and confirmed to be equivalent to that of the factory-retained sample of this product code. Functional testing was conducted. The retention samples from the involved product code were subjected to repetitive 90-degree bending forces. The dimple pattern was found to have been generated on the fracture cross-section with no diminishment or curved deformation on the fracture end. This state is similar to that of the fractures on the core wire of the actual sample. The simultaneous occurrences of two fractures at two points of the core wire were not be able to be reproduced. A review of the device history record and the shipping inspection record of the involved product/lot number combination was conducted with no findings. There was no discrepancy in the result of the distal end fracture strength test. The device labeling does address the potential for such an event in the instructions-for- use (IFU) with statements such as the following: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the runthrough ns and /or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel." There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the distal coil segment of the actual device used as a protection wire was trapped in a hard object, including a calcified segment in the lesion. Subsequent repetitive bending force applied to the trapped segment to release the trap fractured niti core wire inside the platinum coil at approximately 7mm from the distal end. After this, during withdrawal of the actual device, the platinum coil became unraveled and fractured at the joint of the platinum coil, stainless steel coil and niti core wire. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that the actual runthrough ns device was used as a protection wire. After an ultimaster was placed in the lesion, the actual sample placed in the collateral was pulled. It was caught in the calcified lesion and became stuck in it. Consequently, the platinum coil of the actual sample was unraveled, fractured and remained in the body. The fractured segment was gripped with a snare catheter and removed from the body completely. The procedure outcome is unknown. The final patient impact is unknown.